Event description:
During bowel surgery the surgeon went to cut a piece of omentum and the scissors broke into two pieces. Scissor pieces were removed from field and all pieces were accounted for. Co was notified and scissor pieces were sent to MFR.